Event description:
Complainant alleged that while attempting to monitor a pt that was found pulseless and apneic, the attached electrodes caused the associated defibrillator to display a "check electrodes" message. The user switched electrodes, multi-function cable and defibrillator and the second associated defibrillator displayed a "check electrodes" message as well. Complainant indicated that the pt remained in asystole throughout the event and subsequently expired. The associated defibrillator was shift-checked prior to, and subsequent to the event with no faults.